Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a robotic case after our tower was used to gain access, a drape burn was noticed. No patient harm or delay. Procedure completed successfully.